Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the patient experienced hypotension. In relation to a pulse field ablation (pfa) procedure using a farawave catheter the patient experienced hypotension. The patient was administered fluids to resolve the complication. The exact timing of the hypotension is currently unknown. It is unknown if the device will be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced hypotension. In relation to a pulse field ablation (pfa) procedure using a farawave catheter the patient experienced hypotension. The patient was administered fluids to resolve the complication. The exact timing of the hypotension is currently unknown. It is unknown if the device will be returned for analysis. It was further reported that the hypotension occurred post-procedure. The patient was noted to be doing as of their last office visit.